Event description:
Tbm (B)(6) states, he received the email from the provider and alleged the back is broke on model 65650 rollator. Tbm states no property damage or injury alleged. No further information provided. Patient weight (B)(6).